Event description:
It was reported that, "we used inserted on a few times and each time the inserter loosens multiple times during the case." There have been no adverse pt consequences as a result of this occurrence. Additional info received confirmed that the reported "loosening" occurred during more than one procedure but there are no specific pt details or event dates available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.